Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unspecified device was exhibiting oversensing and out of range impedances. The patient's associated leads were non-boston scientific products. No adverse patient effects were reported. This product remains in-service.